Event description:
Injury to femoral head sustained following fall at work. Pain progressed with decrease in mobility of joint. Diagnosed with core decompression and photopenic lesion in femoral head after period of attempting to manage course conservatively per pt wishes. Requested new device not reprocessed device that had been involved in prior recall. Pt continued to experience severe pain and decreased mobility. Bone scan demonstrated a sharply delineated area with very dense uptake. MFR identified the devices had been involved in the prior recall and were reprocessed. Mutually agreed upon plan to explant device and proceed with new prosthesis.